Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found no ventricular output. The ceramic board interfacing the hybrid to the feedthru was fractured, creating an open circuit between connector feedthru and","hybrid output. No complaint was received with return of the device. Failure (event) observed during analysis.